Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.final analysis confirmed complaint of unable to interrogate device. The cause was found to be high current drain due to an anomalous integrated circuit within the hybrid causing premature battery depletion. No further anomalies were found.

Event description:
It was reported that during implant the implantable cardioverter defibrillator was not able to be interrogated. The device was not used.